Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump wasn't working properly and it gives burst of insulin even customer was in good range and due to this customer experienced low blood glucose every night. Customer stated that if their blood glucose level was in normal range of 116 mg/dl and they gives themselves micro bolus of 0.075 units one time then also happens the same. Customer stated that they intentionally slept at night with high level of blood glucose and then also they experienced low blood glucose level. No harm requiring medical intervention was reported. The device will not be returned for analysis.